Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that the head of the bur broke during a posterior cervical fusion procedure. It was also reported that the fragment remains in the patient. It was further reported that there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that the head of the bur broke during a posterior cervical fusion procedure. It was also reported that the fragment remains in the patient. It was further reported that there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.